Manufacturer narrative:
Reporter's complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is 3 of 3 for the same event. It was reported from (B)(6) that during a tibial and fibular diaphysis fractures surgical procedure, it was observed that the battery handpiece device while in use with (2) power module devices did not work at all when it was switched on. According to the report, the battery handpiece device was used in the surgery from the previous day without any malfunction. It was reported that the power module device involved with this incident was confirmed to be fully charged upon its checkup. It was further reported that the power module device worked fine when solely tested without being mounted on the battery handpiece device. It was not reported if there was a delay in the surgical procedure. It was reported that the surgery was continued and completed by manual reaming and drilling by another competitor's power tool. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch wil be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and it was determined that the power module was received without any function, the internal fuse had blown and single testing of the battery cells failed. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.